Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and the instrument was difficult to fire. The hospital has reported no patient injury occurred.